Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a radical resection gallbladder fossa and poral lymphadenectomy procedure, the tissue pad of the device melted. Another device was used to complete the case. There were no adverse consequences to the patient.